Event description:
Indication, antibody deficiency with near-normal immunoglobulins or with hyperimmunoglobulinemia patient reporting her infusion is now taking 1hr and it might be a pump malfunction, authorized to send new pump. Unk how long her infusion usually runs over. No ade reported; unknown if device available for return; unknown lot number. No further information known. Pump used to infuse cuvitru 20% at above dose and frequency. Reported to (B)(6) by pt/caregiver.